Manufacturer narrative:
The unit is over 7 years old and has never been serviced by allied. The terminals on the wiring harness were replaced and the unit was recalibrated. A performanced test and qa inspecion were completed and the unit found to be operating as designed.

Event description:
The reporter was told the unit was not working correctly when connected to a patient no injury to the patient.